Event description:
Pt underwent elective knee replacement. While surgeon was using system 6 sagittal saw, the sagittal blade broke into 3 pieces. Two pieces found, 1 was not. Physician aware that 1 metal piece was not found. Power saw handpiece #6208 sagittal (B) (4).